Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with blood glucose level was 500 mg/dl. Customer experienced symptoms such as nausea, vomiting. The customer stated the other blood glucose value was 135 mg/dl, 200 mg/dl to 500 mg/dl. Customer did not deliver bolus because of no delivery. Customer stated piece was missing from the reservoir compartment. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. Customer did not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. No unexpected insulin flow blocked alarm noted. No missing piece from the reservoir compartment noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.